Event description:
The customer obtained a non-reproducible, lower than expected vitros phbr quality control result using a vitros 5600 integrated system. The following result was obtained: qc fluid lot m1914 = 44.1 vs. Expected result = 59.6 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No vitros phbr patient samples were questioned during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, lower than expected vitros phbr quality control result was predicted while using the vitros 5600 integrated system. There is no evidence that an instrument related issue contributed to the event. Expected performance was obtained using an alternate vitros phbr reagent lot. The most likely cause of this event is a reagent related issue. Additional investigation by ocd regarding vitros phbr reagent performance is ongoing. The FDA's (B)(4) district office will be notified of this issue by 22 march 2013 per recall number 1319809-03/xx/2013-001-c.